Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that four syringe 3ml ll 200 s/c experienced stopper deformation. The following information was provided by the customer: material no.: 309657, batch no.: 8266508. It was reported that four syringes were found with malformed stoppers. Verbatim: they have found four syringes with malformed stoppers.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four syringe 3ml ll 200 s/c experienced stopper deformation. The following information was provided by the customer: material no.: 309657, batch no.: 8266508. It was reported that four syringes were found with malformed stoppers. Verbatim: they have found four syringes with malformed stoppers.